Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. A taxus express2 3.5x8mm drug eluting stent was position in the proximal left anterior descending artery (lad) without difficulty. The stent was deployed and inflated to 14 atm's. The balloon was deflated and the physician encountered difficulty withdrawing the catheter into the guide catheter. Further clarification described the event as "the balloon did not stick to the stent. After having inflated it, the stent was well placed on the target lesion. But the balloon remained stuck at the orifice of the guiding catheter." The balloon catheter and the guide catheter were removed together. The procedure had good final results. No pt complications occurred. Pt status is satisfactory.